Manufacturer narrative:
The device has been returned for investigation. The investigation is currently in progress. (B)(4).

Event description:
During an autocuff stabilisation procedure performed on (B)(6), 2010, the speedstitch suturing device's internal handle mechanism reportedly broke. An alternate speedstitch suturing device was not available to complete the procedure. The physician reverted to a miniopen procedure and used alternate devices (non arthrocare devices) to complete the procedure. There was no reported injury to the patient.